Event description:
This case was initially received via (B)(6) ((B)(4)) on 06-sep-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("pain in right abdomen") and abdominal pain lower ("pain in left lower abdomen") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery (live child) and cesarean section. Patient's menstruation started at 14, cycle 28, and bleeding days 5. Previously administered products included for an unreported indication: cu-iud. Past adverse reactions to the above products included infection with cu-iud. Concurrent conditions included migraine and heartburn. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), ovulation pain ("pain in left lower abdomen is getting worse during ovulation"), dysmenorrhoea ("the pain is getting worse during menstruation") and dysuria ("urinating causes lower abdominal pain"). The patient was treated with analgesics, surgeries for essure removal in 2011 (right fallopian tube and essure implant were removed) and on (B)(6) 2017 (left tube, where essure located normally, was removed by laparoscopy). At the time of the report, the abdominal pain, abdominal pain lower, ovulation pain, dysmenorrhoea and dysuria outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, dysmenorrhoea, dysuria and ovulation pain with essure. The reporter commented: the essure has been inserted without problems. In 2011 for safe sake filshien clips was also inserted in left side. No intestine symptoms were reported, and the patient wished the removal of left fallopian tube and implant. Diagnostic results: on an unspecified date - hysteroscopy and laparoscopy showed nothing abnormal, implants were normally in tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11sep2017 for the following meddra preferred terms: - abdominal pain: the analysis in the global safety database revealed 1.249 cases. -abdominal pain lower: the analysis in the global safety database revealed 477 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.